Manufacturer narrative:
Patient information requested but not provided. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the hub of the extension was found to be cracked and leaking fluid. The IV had just been placed and was approximately 4 hours old.